Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus, expulsion of essure device/device may be extra-uterine possibly representing perforation."), fallopian tube perforation ("possible right perforation of the fallopian tube") and pelvic pain ("severe and chronic pelvic pain, pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: neutrontin and motrin. Concurrent conditions included dysfunctional uterine bleeding, lightheadedness and palpitations. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, migraine, headache, vaginal discharge and fatigue outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date (B)(6) 2008) and removal date (B)(6) 2016) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, migration of essure device location of device: uterus, expulsion of essure device, dysmenorrhea (cramping), vaginal discharge and fatigue added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus, expulsion of essure device/device may be extra-uterine possibly representing perforation."), fallopian tube perforation ("possible right perforation of the fallopian tube") and pelvic pain ("severe and chronic pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: neutrontin and motrin. Concurrent conditions included dysfunctional uterine bleeding, lightheadedness and palpitations. Concomitant products included medroxyprogesterone acetate (provera) from june 2016 to july 2016. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced vaginal discharge ("vaginal discharge"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In april 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy), surgery (total laparoscopic hysterectomy bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy ¿ total laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation and headache outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, vaginal discharge and fatigue had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-dec-2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-aug-2018: plaintiff fact sheet received. Event (fatigue, migraine, pelvic pain, vaginal discharge)outcome updated. Event onset date added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy in (B)(6) 2016 ). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.